Manufacturer narrative:
Evaluation summary: the lens was returned positioned incorrectly in the lens case inside the opened carton. Solution was dried on the lens. The optic was torn/cut into portions. This damage is similar to damage from insertion and removal. Only one half of the lens was returned. This half includes one haptic. The posterior of the optic is split/cracked. This may have been interpreted as the reported scratch. The customer indicated the use of a qualified cartridge and viscoelastic with a non-qualified handpiece. This half of optic contained split/cracked damage which may have been interpreted as the reported complaint of scratch on post surface of iol". The root cause of the optic damage is most likely related a failure to follow the directions for use. The account used a handpiece with the lens/cartridge combination which is not qualified for use. The cartridge was not designed to fit into this handpiece. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient experienced glare. There was a scratch on the post surface of the iol. The iol was exchanged approximately five months after the initial implantation. Additional information was provided indicating that the patient's issues have resolved. The surgeon's prognosis was reported as excellent.